Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn: (B)(6), +16.5d) was implanted backwards during primary cataract surgery. A secondary surgical procedure was performed on (B)(6) 2025 and the lal+ was successfully flipped to the correct orientation.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).